Event description:
It was reported that, surgeon was using inserter to insert 8mm cage. Inserted the cage and turned with the t-handle and the wedgenose cage bent. The inserter was not damaged. Surgeon then used the standard pl inserter to insert a new cage. Surgery was delayed by about 10 minutes.

Manufacturer narrative:
Method: device not returned. Results: device history review could not be performed as no lot code was provided. The deformed implant was discarded at the hospital and therefore was not returned for evaluation. Conclusion: a plausible root cause could not be determined because the implant was not returned for evaluation.

Event description:
It was reported that, surgeon was using inserter to insert 8mm cage. Inserted the cage and turned with the t-handle and the wedgenose cage bent. The inserter was not damaged. Surgeon then used the standard pl inserter to insert a new cage. Surgery was delayed by about 10 minutes.